Event description:
The complaint was reported as: the customer alleges that when connecting the oxygen tubing to the oxygen supply, the tube "shoots off" the mask. No report of a pt injury.

Manufacturer narrative:
A visual, dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. A DHR (device history record) of batch number 02k1201133 of material 41894 have been reviewed and no non conformance reports were originated for the lot in question that can be associated to the complaint reported. A corrective action cannot be applied since it is not possible to identify the defect reported and to investigate its root cause, in order to perform a proper investigation it is necessary to evaluate the sample involved in the incident. The customer complaint cannot be confirmed based only on the info provided, in order to perform a proper investigation it is necessary to evaluate the sample involved in the incident. However current production was verified to identify any issue that can lead to the reported defect and no issues were found.